Event description:
It was reported that a caregiver monitoring through a companion app observed the patient¿s glucose fall below 70 mg/dl, then to 55 mg/dl with a downward trend, while the ilet displayed a meal announcement prompt; the agent educated that the ilet issues meal prompts irrespective of glucose level and instructed standard hypoglycemia treatment with oral carbohydrates prior to any meal announcement to prevent recurrent lows. Investigation included customer interview, review of device use, and assessment of training adherence. Further investigation of this case revealed use consistent with design, appropriate device behavior, and user education needs regarding low-glucose treatment before meal announcements. The user reported symptoms included shakiness as a result of hypoglycemia during the event. Outcomes included resolution of the low, with glucose documented at 146 mg/dl after treatment, and completion of troubleshooting and education. It was concluded that, based on previously established findings for similar reports, the event was related to hypoglycemia with cause unclear, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.